Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. There was blood in the sheath and drip line. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The coil is severely stretched and kinked and is broken 269.6cm from the strain relief. The burr was not returned for analysis as it was unable to be retrieved from the patient. There is a tear in the sheath 7cm from the strain relief. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the burr was stuck in the lesion, detached, and remained inside patient's body. The target lesion was located in the distal circumflex vessel. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the burr was trapped in the target lesion. Attempts were made to remove the burr using an additional wire and balloon. Subsequently, the rotablator shaft broke. The physician was unable to retrieve the burr itself after the shaft broke. No further patient complications were reported and the patient's status post-procedure was stable. It was further reported that the detached burr remained in the patient's distal obtuse marginal branch. As the patient was stable, the risk of removing burr detached was felt not worthwhile.

Event description:
It was reported that the burr was stuck in the lesion, detached, and remained inside patient's body. The target lesion was located in the distal circumflex vessel. A 1.75mm rotalink plus was selected for use. During the procedure, it was noted that the burr was trapped in the target lesion. Attempts were made to remove the burr using an additional wire and balloon. Subsequently, the rotablator shaft broke. The physician was unable to retrieve the burr itself after the shaft broke. No further patient complications were reported and the patient's status post-procedure was stable.